Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 6am. According to the csr's documentation, the patient does not manage her diabetes with oral medication or insulin. In response to the reported meter issue, the patient indicated she continued with her usual diabetes management routine. Five minutes after the reported meter issue began the patient claimed she developed symptoms of dizziness and shaking. The patient, however, denied receiving any medical intervention/ treatment after the alleged issue began. At the time of troubleshooting, the csr noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
((B)(4) 2011) - the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2011 the meter passed all testing with no faults found. On (B)(4) 2011, the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.